Event description:
It was reported that during a vats wedge resection procedure, the staple was not formed properly. The patient had re-operation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.